Event description:
Consumer's mother alleges her daughter was driving down a sidewalk on campus and hit some unstable concrete and allegedly the unit flipped backwards.

Manufacturer narrative:
Operator error likely: alleged stability issue could not be duplicated.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's mother alleges her daughter was driving down a sidewalk on campus and hit some unstable concrete and allegedly the unit flipped backwards.